Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance measurements in this non boston scientific right ventricular (rv) lead since august of the present year. The patient has been evaluated in office and has reported being symptomatic but there is not enough information at this time to correlate this to the reported allegation. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).